Event description:
Reporter indicated a vns patient had high lead impedance readings with diagnostics testing. There has been no known trauma or device manipulation, but the patient does fall. The vns was disable. Vns revision surgery is planned, but a surgery date has not been set.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.